Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump has alarmed multiple times. Customer stated the pump froze and stopped working. The customer's blood glucose was unknown. The customer was advised the pump will be replaced and revert to back up plan.

Manufacturer narrative:
The insulin pump passed the functional testing, including the operating currents measurement, self-test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No external ram crc error, unexpected restart, iop test failure, software error, e52 alarm or frozen screen noted. No damage found on the interface board noted. The insulin pump had minor scratched display window.